Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast reconstruction primary involving mentor 45187, smooth tissue expander 850cc, saline prosthesis experienced right sided deflation post-operation. As a result, the patient underwent removal without replacement on (B)(6) 2024.

Manufacturer narrative:
Device evaluation completed on august 08, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the tissue expander. Visual analysis of the returned device revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and three tears (a, b and c) were noted on the anterior aspect, measuring approximately 0.1 cm, 0.2 cm, and 0.2 cm respectively. A microscopic examination was performed on all tears, the cause of tears b and c could not be identified and parallel striations were found in the whole area of the tear a. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Based on the information currently available, microscopic examination of tear a indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. In conclusion, the collected process controls and data records for the deflated tissue expander meet specifications. The deflation mentioned cannot be conclusively confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the tears b and c, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).